Event description:
It was reported the patient's ipg would not hold a charge. As a result, the ipg became inoperable and the ipg has been inoperable for approximately 4 years. The patient is without stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his ipg was removed and replaced with a new one. The patient reported effective coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.